Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not boot up. Upon troubleshooting, the fse found that the system software was corrupted. Prior to the visit, the customer had reloaded the system software from scratch. The engineer restored a backup. System customization settings and user logins were verified to be intact and properly configured. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.